Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the hcp didn't know the patient's weight and the generator was depleted- they planned on replacing the ins when the patient's overall medical condition allowed. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for failed back surgery syndrome and post laminectomy pain. It was reported that the battery for his pain stimulator cannot charge. The patient reported poor telemetry or no telemetry with recharging. Patient said the ins would not charge. Patient said he tried what he thought was supposed to do but the ins still did not charge. The patient stated that he has not charged the ins in a couple months. Patient said reason for not charging was medical issues. Patient did not charge because he had been in and out the hospital with other issue and his neuropathy was not bothering him. Patient was directed to health care professional (hcp) to address possible over discharge. Patient stated this has happened twice before. Patient the 1st time a tech had to jump start the device and 2nd time the patient did it himself. No further patient symptoms or complications were reported in this event.